Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a high blood glucose of 400 mg/dl at the time of the incident. The customer treated with the insulin pump. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode was not active as the customer called to help connect the transmitter with insulin pump. Troubleshooting was not completed for the high blood glucose. The insulin pump will not be returned for analysis.